Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effects of death and myocardial infarction are listed in the xience alpine, everolimus eluting coronary stent system, instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that a 2.50 x 15 mm xience alpine was implanted on (B)(6) 2017. On (B)(6) 2017 the patient was re-admitted with cardiovascular symptoms including myocardial infarction and pulmonary embolis. The patient expired. No additional information was provided.